Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the device had low motor speed. The motor and sleeve were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported the device was in need of repair. No further information was provided. Investigation found the motor speed was low. No adverse event was reported as a result of this malfunction.